Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following closure of the pocket during the implant of a pacing system the p wave sensing decreased. It was suspected there was micro dislodgement of the right atrial (ra) lead and the lead was repositioned however the issue remained after the device was reconnected. The physician suspected the sensing issue was with the implantable pulse generator (ipg). The ipg was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.